Event description:
The reporter did meter to lab comparison tests at the dr's office. Rptr stated that both tests were venous, and were done within 10 minutes. The results were 161 mg/dl on the meter, and 127 mg/dl on the lab test. Rptr did not have any symptoms. Control solution testing was not done due to lack of supplies. No harm was alleged.